Event description:
It was further reported that the patient experienced diaphragmatic stimulation, and the lv lead was removed and replaced with a different lead.

Event description:
It was reported that during use of the left ventricular (lv) lead the patient experienced phrenic nerve/diaphragmatic stimulation. The lv lead remains in use, and is scheduled for revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).